Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) showed power on reset (por). Patient thought her implantable neurostimulator (ins) had depleted. It was indicted that she had a mammogram a month ago and x-rays a couple weeks ago. Patient confirmed the reason for x-ray was not related to the device. Patient stated she does not have managing healthcare provider (hcp).

Event description:
Additional information from the patient reported they had not notified their managing healthcare professional (hcp). The patient noted she could not locate another hcp in their convenient location. The patient stated the power on reset (por) had not resolved. The patient stated they had no idea what the circumstances were that led to the por.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported no steps had been taken to resolve the por and the issue has not been resolve. The circumstances that led to the por were stated as frequency. The patient also indicated that during the past three years, they have not had the best control that they had previously due to the repositioning of the wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.